Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle litigation received. Litigation alleges injury, pain, mechanical symptoms of squeaking, subluxation, dislocation of the femoral head in relationship to the acetabulum, greater trochanteric fracture, metallosis, pseudotumor, metallosis fluid, instability of the acetabular component, emotional distress doi: (B)(6) 2010; dor: (B)(6) 2016; right hip. The stem that was implanted on (B)(6) 2010 was a depuy #6 ingrowth standard stem. The patient was revised twice on (B)(6) 2016, due to the extent of the metallosis pseudotumor, metallosis fluid, tissue damage, and a greater trochanteric fracture. It was not confirmed if the involved implant on (B)(6) 2016 was a depuy, shall there be new information received, another complaint will be created.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Event description:
Pfs has no new allegation. After review of medical records patient was revised to address unstable tha, metallosis, pseudotumor and great trochanter fracture. Revision notes reported of metallosis and pseudotumor. Clinic visits reported of squeaking, dislocated hip, pain, instability, fall and difficulty ambulation.